Event description:
During cardiomems implant procedure the patient experienced hemoptysis. The event resolved without any intervention. A CT scan confirmed a perforation in the left lower lobe of the left lung. The physician reports the cause of the hemoptysis to be the v-18 guidewire. The patient was kept overnight for observation and discharged the following day. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).